Event description:
It was reported that during a lap cholecystectomy procedure, the jaws would not open. They got a new one to complete the procedure. There was no patient consequence. No return device.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. A batch record review was performed and no anomalies were noted during